Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years". The journal of arthroplasty (2016) 1e6. Item #unk, unknown stem, lot #unk; item #unk, unknown head, lot #unk. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k101336.

Event description:
It was reported via journal article patient underwent hip revision procedure approximately two years post-implantation due to recurrent dislocation and component mal-alignment. All acetabular components were revised.